Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a "smoldering fire between mp2 ((B)(4)) and power supply ((B)(4))". No death or patient /user injury or harm was reported